Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for alleged failure that the user experienced since the physician had opted to treat the patient with vascular surgery. Based on the available information, the exact cause of the reported event can not be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor stated he experienced the following: a 5fr sheath was used to perform a gi bleed treatment. Access was gained with ultrasound (us) into the common femoral artery (cfa) upon completion of the case a final run was done to confirm puncture location, a6fr vip angio-seal device was used, there were no issues, successful closure. As the patient was leaving the room pedal pulses where checked, the dorsalis pedis (dp) on the access side was not palpable and was prior to the case. Access was gained on the contra side up and over run was done. The common femoral artery (cfa) was occluded no flow to the leg, the patient (pt) was sent to the operating room (or). The vascular surgeon opened the patients groin and found the anchor and collagen inside the artery with a foreign plastic piece sticking out of the arteriotomy. The components were removed, and blood flow was regained to the leg, the outcome was good. Additional information was received on 23sept2021. They were unsure of what the plastic piece was or if it was deemed plastic. A pre-deployment angiogram was performed, common femoral artery (cfa) stick was confirmed. The doctor stated the deployment was not as smooth as normal. The patient's condition was as expected, stable and was set for discharge within normal range.